Manufacturer narrative:
Patient weight not available at time of this report. Software investigation not completed as yet.

Event description:
A site representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy on all level t10-iliac. The surgeon did a decompression before taking a spin. Three spins were taken, found movement in the frame after the second spin, corrected, then took a third spin which was deemed approximately 4-5mm inaccurate. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome reported.

Manufacturer narrative:
The system has been used for multiple cases since the reported issue without any problems. Unable to replicate reported event.